Event description:
The customer reported that during reprocessing of the subject device, the image was blurred, and button 1 was leaking. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. This report is being submitted for the malfunction of blurred image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service could not reproduce or confirm the customer¿s reported blurred image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual: important information ¿ please read before use - warnings and cautions. During the device evaluation, service observed a foggy image due to dirt on the objective lens. Leaks were in switch 1 and the switch box due to wear. The control section had corrosion due to fluid ingress. Due to wear of the angle wire, the bending angle in the up direction was out of specification. The control unit was dirty, and the connecting tube had wrinkling. The universal cord had wrinkling. The grip was scratched. The image guide protector was scratched. The scope connector had discoloration due to chemical stress during reprocessing. The light guide cover lens was damaged. Service noted that the bending cover, electrical connector, and control section appeared to have third party repairs. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.